Event description:
Caller indicated the relion prime meter was giving variable readings. He said he is getting readings all over the place just got meter and first reading was "lo", then 220, then 120 all separate finger pokes, doing technique correctly, letting strip suck up blood. Controls not used. Requesting refund.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.